Manufacturer narrative:
(B)(4). Manufacturing records for lot 01422405 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) complaint #(B)(4), and the results indicate that the stent shipped meets specified release requirements. Additional information will be submitted within 30 days of this report.

Event description:
This complaint is from a (B)(4). The procedure was coil embolization for ruptured aneurysm in the right middle cerebral artery. During the index procedure, the enterprise enc453712 was placed with jailed technique. However, the vessel where the stent was placed was occluded with thrombosis during the coil embolization. Ozagrel sodium was administered and the thrombus disappeared from the lesion. The coil embolization was completed successfully. The patient recovered and is in stable condition. During the event, the patient was on heparin, clopidogrel sulfate, and aspirin. The catalogs and lot number was 606-s255fx lot:15089792 and the vrd: enc453712 lot:01422405. The stent was opposed to the vessel wall and was stable. The vessel diameter proximally was 3.2mm and distal was 2.1mm, and the aneurysm neck was 19.6mm, neck to sac ratio was 19.6mm/19.6mm, and it was fusiform. A balloon remodeling device was not utilized during the procedure. This was the first time the aneurysm was treated. Films of the event were not available.

Manufacturer narrative:
Launcher 7french (medtronic), microcatheter (mc) for vrd, and prowler select plus 606-s255fx for coils, excelsior sl10 / tracker (boston scientific) (gw) guidewire for coiling chikai (asahi intecc), silver speed (ev3) coils: gdc (boston scientific), micrusphere. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Seven months after the index procedure, MRI revealed a cerebral lacunar infarction around right internal capsule of the corona radiate. The patient also developed left-sided hemiparesis. The event was treated with ozagrel sodium 160mg/day: (B)(4) 2011, and the outcome as of two months after onset was recovered with sequel (left-sided hemiparesis). The physician's commented that the relationship of the event to the procedure was unrelated, and to the device also unrelated because the event occurred in a different vessel where the enterprise vrd was implanted. The possible cause of the event was because the patient might not have been taking aspirin and/or clopidogrel sulfate properly as prescribed. There is no more information available regarding this event. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via the (B)(4) that during a right middle cerebral artery (mca) enterprise stent assisted coiling procedure using a jailed microcatheter technique the vessel where the stent was placed was occluded with thrombus. The coil embolization was completed successfully. The patient recovered and is in stable condition without any neurological symptoms. It was confirmed 14 days later that all of the thrombosis had disappeared from the lesion. Additional information was received reporting that seven months post index procedure, MRI revealed a cerebral lacunar infarction around the right internal capsule of the corona radiate. The patient also developed left-sided hemiparesis. The event was treated with ozagrel sodium 160mg/day for two weeks. The outcome as of two months after onset was recovered with sequel (left-sided hemiparesis). The physicians commented that the relationship of the event to the procedure was unrelated, and to the device also unrelated because the event occurred in a different vessel where the enterprise vrd was implanted. The possible cause of the event was because the patient might not have been taking aspirin and/or clopidogrel sulfate properly as prescribed. There is no more information available regarding this event. The index procedure was coil embolization for a ruptured aneurysm in the right mca. Intra-procedural aspirin, clopidogrel and heparin were administered with continuation of post procedure clopidogrel and aspirin. The act was 142 seconds pre anticoagulation and 183 seconds post anticoagulation. During the index procedure, the enterprise enc453712 was placed via a prowler select plus microcatheter with the stent jailing an excelsior sl10 microcatheter that was used for coiling. The stent was apposed to the vessel wall and was stable. The vessel diameter proximally was 3.2mm and distal was 2.1mm, and the fusiform aneurysm neck was 19.6mm, neck to sac ratio was 19.6mm/19.6mm. The thrombus was treated with ozagrel sodium. The patient's medical history included a hemorrhagic stroke and meningioma. Films of the procedure are not available for review. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422405. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse and observed event in clinical studies as noted in the instructions for use (IFU). This patient¿s presentation with a ruptured aneurysm and therefore inability to pre-treat with loading doses of antiplatelet therapy and administration of full heparin dosing to maintain an intra-procedural act 250-350 seconds as recommended for elective procedures in the IFU is a likely factor contributing to the thrombotic event. Based on the available information and the review of the device history records there is no indication of a relationship to any device design or manufacturing issues. Patient and resulting pharmacological factors appear to have contributed to this event. Therefore, no corrective actions will be taken. Although it was reported that the relationship of the infarction seven months post index procedure was unrelated to the enterprise vrd and possibly related to noncompliance with prescribed antiplatelet therapy, based on the available information, the relationship to the enterprise vrd cannot be definitely ruled out. Stroke is a known potential adverse event associated with the use of the enterprise vrd in the intracranial vasculature as outlined in the IFU. However, with review of the information and the device history records there is no indication of any design or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information was received via the (B)(4) that during a right middle cerebral artery (mca) enterprise stent assisted coiling procedure using a jailed microcatheter technique the vessel where the stent was placed was occluded with thrombus. The coil embolization was completed successfully. The patient recovered and is in stable condition without any neurological symptoms. It was confirmed 14 days later that all of the thrombosis had disappeared from the lesion. Additional information was received reporting that seven months post index procedure, MRI revealed a cerebral lacunar infarction around the right internal capsule of the corona radiate. The patient also developed left-sided hemiparesis. The event was treated with ozagrel sodium 160mg/day for two weeks. The outcome as of two months after onset was recovered with sequel (left-sided hemiparesis). The physician commented that the relationship of the event to the procedure was unrelated, and to the device also unrelated because the event occurred in a different vessel where the enterprise vrd was implanted. The possible cause of the event was because the patient might not have been taking aspirin and/or clopidogrel sulfate properly as prescribed. There is no more information available regarding this event. The index procedure was coil embolization for a ruptured aneurysm in the right mca. Intra-procedural aspirin, clopidogrel and heparin were administered with continuation of post procedure clopidogrel and aspirin. The act was 142 seconds pre anticoagulation and 183 seconds post anticoagulation. During the index procedure, the enterprise enc453712 was placed via a prowler select plus microcatheter with the stent jailing an excelsior sl10 microcatheter that was used for coiling. The stent was apposed to the vessel wall and was stable. The vessel diameter proximally was 3.2mm and distal was 2.1mm, and the fusiform aneurysm neck was 19.6mm, neck to sac ratio was 19.6mm/19.6mm. The thrombus was treated with ozagrel sodium. The patient's medical history included a hemorrhagic stroke and meningioma. Films of the procedure are not available for review. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422405. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse and observed event in clinical studies as noted in the instructions for use (IFU). This patient's presentation with a ruptured aneurysm and therefore inability to pre-treat with loading doses of antiplatelet therapy and administration of full heparin dosing to maintain an intra-procedural act 250-350 seconds as recommended for elective procedures in the IFU is a likely factor contributing to the thrombotic event. Based on the available information and the review of the device history records there is no indication of a relationship to any device design or manufacturing issues. Patient and resulting pharmacological factors appear to have contributed to this event. Therefore, no corrective actions will be taken. Although it was reported that the relationship of the infarction seven months post index procedure was unrelated to the enterprise vrd and possibly related to noncompliance with prescribed antiplatelet therapy, based on the available information, the relationship to the enterprise vrd cannot be definitely ruled out. Stroke is a known potential adverse event associated with the use of the enterprise vrd in the intracranial vasculature as outlined in the IFU. However, with review of the information and the device history records there is no indication of any design or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Information was received via the (B)(4) enterprise pms that during an enterprise stent assisted coiling procedure using a jailed microcatheter technique the vessel where the stent was placed was occluded with thrombus. The coil embolization was completed successfully. The patient recovered and is in stable condition without any neurological symptoms. It was confirmed 14 days later that all of the thrombosis had disappeared from the lesion. The procedure was coil embolization for a ruptured aneurysm in the right middle cerebral artery. Intra-procedural aspirin, clopidogrel and heparin were administered with continuation of post procedure clopidogrel and aspirin. The act was 142 seconds pre anticoagulation and 183 seconds post anticoagulation. During the index procedure, the enterprise (B)(4) was placed via a prowler select plus microcatheter with the stent jailing an excelsior sl10 microcatheter that was used for coiling. The stent was apposed to the vessel wall and was stable. The vessel diameter proximally was 3.2mm and distal was 2.1mm, and the fusiform aneurysm neck was 19.6mm, neck to sac ratio was 19.6mm/19.6mm. The thrombus was treated with ozagrel sodium. The patient's medical history included a hemorrhagic stroke and menigioma. Films of the procedure are not available for review. The stent remains implanted. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse and observed event in clinical studies as noted in the instructions for use (IFU). This patient's presentation with a ruptured aneurysm and therefore inability to pre-treat with loading doses of antiplatelet therapy and administration of full heparin dosing to maintain an intra-procedural act 250-350 seconds as recommended for elective procedures in the IFU is a likely factor contributing to the thrombotic event. Based on the available information and the review of the device history records there is no indication of a relationship to any device design or manufacturing issues. Patient and resulting pharmacological factors appear to have contributed. Therefore, no corrective actions will be taken.